Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 375cc smooth mentor memorygel breast implants experienced post-operative left-sided grade IV capsular contracture and implant rupture and right-sided implant gel bleed, along with unexplained systemic symptoms, including feeling ill, tests showed autoimmune markers, fatigue, body aches, anxiety, and breast started to look pink. As a result, the patient underwent explantation without replacement in (B)(6) 2018. This medwatch report is for the right-sided implant.